Event description:
Additional information was received from the manufacturer representative (rep). It was reported that they heard back from the hcp and she has confirmed the MRI showed the patient has an l4/5 minor disc prolapse and this is what they have concluded has caused the issue and it is not related to the surgery.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va3201d implanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that patient had retention. They stated that following implantation the patient went into urinary retention after a couple of days and was admitted to hospital. The device has yet to be activated. They are querying whether the patient has developed cauda equina. No cause known. The patient is due to have an MRI. More information to come (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.